Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a steady increase in shock impedance measurements with measurements being 114 ohms. Additional information was later received that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.